Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, and reset pump with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm returned, which customer acknowledged and understood.